Event description:
It was reported that during a cryo ablation procedure, a rhythm changed was observed. The physician used intracardiac echocardiography to confirm an effusion. Additionally, tachycardia was observed. The case was aborted while the patient was under general anesthesia. Pericardiocentesis was performed and the patient's condition stabilized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least sixteen injections were performed with catheter 2af284 / 39894-81 on the date of the event with no system issue. Clinical issues were encountered during the procedure. The catheter was not returned for investigation. In conclusion, this is a clinical issue encountered during the procedure. No indication of product malfunction. No products were not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.